Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted: (B)(6) 2014; 419688 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was "symptomatic" and reported to the emergency department, where it was noted when initially the device was interrogate it would not fully interrogate. It was then noted there was no output from the pacemaker and the device could not be interrogated. The patient's heart rhythm was stated to be junctional and in the 30's. It was noted the patient had not had the device checked in "quite a while" and was non-compliant. The device was suspected to be at end of life (eol). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.